Event description:
Sleeve that transports heated water came in contact with pt and caused first degree burn, redness to site only no blistering or disfigurement. It is the sleeve that was involved in contact with the pt. The sleeve was disposed of prior to identifying the burn and lot number and expiration are not available.